Event description:
The patient reported her ipg was no longer functional and will be replaced at a later date. She reported in (B)(6) 2012 she began experiencing difficulty charging her ipg, and her ipg recharge burden increased. She stated the issue gradually worsened until the ipg was unable to be charged in (B)(6) 2013.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.